Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported guide separation was confirmed. The reported entrapment and device malposition could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the footplate was opened prior to receiving a mark from the marker lumen. The footplate became stuck in the tissue tract and the physician pulled the device from the vessel causing it to be separated where the guide tube meets the guide. Per the instructions for use (IFU): position and maintain the device at approximately a 45 degree angle, continue gently to advance the device in the vessel until flow of blood is observed from the marker lumen. Anticipate tactile sensation when distal guide enters the vessel. Do not open the foot if "mark" is not observed from the marker lumen. In this case, the IFU deviation contributed to the reported difficulties; however, the physician was aware and reported the IFU deviation. Based on the information provided and observations from the return device, the reported difficulties appear to be related to user error. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - model #, catalog #: updated from unk prostyle to 12773-03. D4 - lot #: updated from unknown to 5090542. D4 - primary UDI number: updated from unknown to (B)(4).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - the UDI number is not known as the part and lot number were not provided. H6:device code 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional mitraclip valve repair procedure with a 6fr sheath. Reportedly, the footplate was opened prior to receiving a mark from the marker lumen. The footplate became stuck in the tissue tract and the physician pulled the device from the vessel causing it to be separated where the guide tube meets the guide. The device was retrieved with a hemostat clamp and was removed from the tract. An additional perclose and non-abbott device were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.